Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please confirm if a piece of the needle was retained in the patient ? Which tissue layer, at which location, was the suture was used to close? What in the physicians opinion are the factors contributing to the needle breakage? Were x-rays taken to locate the needle piece(s)? If the needle was retained, what measures were taken to retrieve the broken piece? Was there any additional tissue damage as a result of searching for the needle? If the needle was retained, what location/tissue is the needle retained? Was there any medical or surgical intervention performed? If retained, are there any plans to remove the needle piece? Inflammatory reaction questions: how was the patient treated for the inflammatory reaction? Date of onset of inflammatory reaction. What in the physicians opinion are the factors contributing to the inflammatory reaction? Patient indication for surgery. Update to patient current condition. Lot number. Patient demographics (initials/ID, age or date of birth, weight, gender). Where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? Will the actual sample or representative samples be returned for evaluation? Patient pre-existing medical conditions.

Event description:
It was reported that the patient underwent a neurosurgery procedure on an unknown date and suture was used. There is a possibility that the broken needle tip remained in the patient body. It was also reported the patient has an inflammatory reaction. Additional information has been requested.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: where was the needle grasped prior to the needle breakage (ie. Swage, central portion of needle)? => needle tip. No additional information was provided.